Event description:
Patient underwent an open reduction mandibular fracture with plating and intermaxillary fixation with arch bars. During the procedure, one of the screws fractured, and the screw was left in place. The drill hole was repositioned and good reduction was achieved.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.